Manufacturer narrative:
(B)(4). All devices were evaluated by the manufacturer. Correction MFR dates: (B)(4) - MFR. Date: 04/30/2015, (B)(4) - MFR. Date: 02/04/2015, (B)(4) - MFR. Date: 02/04/2015, (B)(4) - MFR. Date: 02/04/2015, (B)(4) - MFR. Date: 02/05/2015, (B)(4) - MFR. Date: 10/22/2014, (B)(4) - MFR. Date: 03/04/2015, (B)(4) - MFR. Date: 03/11/2015, (B)(4) - MFR. Date: 03/11/2015, (B)(4) - MFR. Date: 03/10/2015, (B)(4) - MFR. Date: 03/11/2015, (B)(4) - MFR. Date: 01/19/2015, (B)(4) - MFR. Date: 10/23/2014. (B)(4). It was reported that the patient was experiencing power switching events. Two (2) controllers and twelve (12) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the controller (B)(4) and the 12 batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Failure analysis of (B)(4) revealed that the unit passed functional testing but failed visual inspection due to a displaced o-ring on power port 1. Review of the manufacturing documentation of controller (B)(4) confirmed that the device met all requirements for release. The displaced o-ring found during failure analysis is not related to the reported event. A possible root cause of the o-ring gasket may be attributed to a shift in the manufacturing process. Log file analysis revealed that both controllers contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files of (B)(4) revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Analysis of the data log files pertaining to (B)(4) revealed several premature power switching events that were due to momentary disconnections involving (B)(4). No evidence of power switching events were found for (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an investigation with the supplier investigating loose connectors and displaced o-ring gaskets. The manufacturer has opened an internal investigation which is currently investigating momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: (B)(4) - 1407de - MFR. Date: 04/30/2015 - exp. Date: 04/30/2016; (B)(4) - 1650de - MFR. Date: 02/29/2015 - exp. Date: 02/29/2016; (B)(4) - 1650de - MFR. Date: 02/29/2015 - exp. Date: 02/29/2016; (B)(4) - 1650de - MFR. Date: 02/29/2015 - exp. Date: 02/29/2016; (B)(4) - 1650de - MFR. Date: 02/29/2015 - exp. Date: 02/29/2016; (B)(4) - 1650de - MFR. Date: 10/31/2014 - exp. Date: 10/31/2015; (B)(4) - 1650de - MFR. Date: 03/31/2015 - exp. Date: 03/31/2016; (B)(4) - 1650de - MFR. Date: 03/31/2015 - exp. Date: 03/31/2016; (B)(4) - 1650de - MFR. Date: 03/31/2015 - exp. Date: 03/31/2016; (B)(4) - 1650de - MFR. Date: 03/31/2015 - exp. Date: 03/31/2016; (B)(4) - 1650de - MFR. Date: 03/31/2015 - exp. Date: 03/31/2016; (B)(4) - 1650de - MFR. Date: 01/31/2015 - exp. Date: 01/31/2016; (B)(4) - 1650de - MFR. Date: 10/31/2014 - exp. Date: 10/31/2015. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25% at both controller. The patient has bivad and the event occurs with all batteries. There was no effect on the patient. The controllers and batteries were replaced from hospital stock.